Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years and four months post port placement procedure, the catheter allegedly kinked. It was further reported that catheter allegedly broken when it was removed and thereafter distal segment was further broken. Reportedly, the tip of the distal catheter segment remained inside the body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, deformation due to compressive stress and material separation issues and the identified wear issues, as a complete circumferential break was noted on the distal end of the attached catheter. Complete circumferential breaks were noted on both ends of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached was noted to be granular in one region and round in the other region. The surface of the proximal end of the distal catheter segment was noted to be granular. The surface of the distal end of the distal catheter segment was noted to be granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and four months post port placement procedure, the catheter allegedly kinked. It was further reported that catheter allegedly broken when it was removed and thereafter distal segment was further broken. Reportedly, the tip of the distal catheter segment remained inside the body. There was no reported patient injury.